Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient experienced a cerebrospinal fluid (csf) leak while placing the l5 lead during an implant procedure. As a result, the physician did a blood patch. The l5 lead was abandoned, however the physician was able to place the l4 lead. Patient reportedly had headache post op. Therapy was established using only one lead.